Manufacturer narrative:
Customer service did not conducted troubleshooting with the customer. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 06/12/2019, the customer indicated that she received a prescription cream from her doctor to sooth her nipples. The customer also indicated that she received the new pump, but had not yet tried it. Multiple attempts to find out how the replacement pump was working for the customer went unanswered as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had power and speed issues, which caused her pain.